Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had a connector pin from the therapy cable assembly broken off and stuck inside the therapy connector assembly. This broken pin prohibits a therapy cable from being connected to the device and could prohibit defibrillation therapy delivery with the initial cable. There was no report of any patient use associated.

Manufacturer narrative:
A third party service agent has evaluated the device and verified the reported issue. The therapy connector assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.